Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens vial. Visual inspection found the optic and haptic torn. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019 a vtich12.6, -7.50/3.5/102 (sphere/cylinder/axis), implantable collamer lens tore during injection into the patient's left eye (os). There was patient contact (lens touched the eye) with no patient injury. The lens was removed and exchanged on (B)(6) 2019. This resolved the problem. Cause of the event is reported as user error.